Manufacturer narrative:
H10: the actual device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused; after 7 days, the device was still partially full. The issue was identified during patient use. The device contained cytostatic solution. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.